Event description:
The patient's mother reported an adhesive issue with a few pods. Patient was vomiting and ketones measured 1.5 mmol/l. Patient was rushed to the hospital in an ambulance where the pod was removed from the patient's arm and two pod changes were performed. An additional pod change was done when the patient arrived home.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.